Event description:
The customer reported the device was not able to defibrillate. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device was not able to defibrillate. There was no report of patient involvement. The device was evaluated by a philips field service engineer, and the reported symptom was clarified to be that the monitor was not working. The control pca was found to be defective. Replacing the control pca resolved the issue. The device passed testing and was returned to service.